Event description:
A cardiac catheterization was done and total occlusion of the left anterior descending artery at 99-100% was noted and intervention was done (angioplasty) without incident. At the time of stent advancement and deployment the stent came off the balloon. Multiple attempts were made to retrieve the stent; all were unsuccessful. The stent had hung up on the left main and aorta root. The cardiovascular surgeon, vascular surgeon, and attending interventional cardiologist all conferred. It was decided that there was minimal risk to the patient if the stent was allowed to remain in place versus the patient undergoing a surgical intervention. The next day, fluoroscopy was used and the stent was in the same place. Full disclosure was done and the pt was subsequently discharged home several days later.